Manufacturer narrative:
No end user information provided. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating the sieve beds are blown, and dusting thru out. An emergent symptom of "no alarm" was discovered due to the power switch/button broken.